Event description:
It was reported that this right atrial (ra) lead showed under sensing after a transmission was sent. Technical services (ts) recommended an in office assessment. No adverse patient effects were reported. The lead remains implanted.